Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3487a-33, lot# j0436973v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot# j0428304v, implanted: (B)(6) 2004, product type lead; product ID 7435, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was no stimulation sensation. It was noted that the patient was not feeling stimulation starting the night before the date of the report. It was further reported the batteries were changed in the programmer. The patient stated that they went to turn the stimulator on the night before the date of the report and it would not go back on. It was noted that the patient was only seeing the 9 volt battery light. It was later reported that the patient¿s neurostimulator was not working. It was noted that the patient changed the battery in the patient programmer. It was also noted that the programmer beeps but nothing happens. It was noted that the patient told the reporter that they did not feel stimulation on the saturday or sunday prior to the date of the report. It was also noted that the patient was going to make an appointment to see their doctor and a manufacturer representative. It was stated that ¿every day the patient goes without stimulation was bad.¿ additional information has been requested but was not available as of the date of this report.